Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Related complaint: (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. It was reported that the patient experienced a failure to alert which led to the patient experiencing a hypoglycemic event. The patient mentioned fainting 2 times due to missed alerts, but only reported specific symptoms for 1 of the 2 events. This complaint is to capture 2 of 2 events. The patient stated that they fainted due to a missed alert, and that no emergencies were contacted. No further symptoms or information was provided. There was no report of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.